Event description:
Caller reported experiencing intermittent occlusion alarms. Customer¿s blood glucose (bg) level was over 600 mg/dl. Elevated bg was addressed by correction bolus via pump. The customer changed the cartridge and infusion set and resumed insulin delivery.